Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. There was contrast in the inflation lumen. The shaft and hypotube were examined. The hypotube shaft was completely separated 45cm from the hub. The fracture faces were oval as if kinked prior to separation. There was a kink distal of the separation. The inner shaft within the balloon was buckled proximal of the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 1.20mm x 12mm emerge¿ was advanced to dilate the lesion. However, the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 1.20mm x 12mm emerge¿ was advanced to dilate the lesion. However, the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.